Event description:
The customer reported that the insulin pump alarmed motor error during the basal process. Troubleshooting was performed. The customer stated that the pump has been dropped and hit the ground. The customer stated that troubleshooting could not continue due to the frozen display. The customer also stated that the time on the insulin pump was not advancing and the buttons were unresponsive. The customer changed the battery, but the display on the insulin pump did not return as usual. Advised the customer to revert to back up. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.